Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade fractured. The user aborted the procedure with no patient involvement. No fragment fell inside the patient. No known impact or patient consequence was reported.